Event description:
Approx 8 pts samples with discrepant results. Only the following 4 examples were provided. Pt 1, initial potassium gave 6.4 mmol/l; same sample repeated gave 4.3 mmol/l. Pt 2, initial potassium gave 4.8 mmol/l; same sample repeated gave 3.8 mmol/l. Pt 3, initial potassium gave 2.5 mmol/l; same sample repeated gave 3.4 mmol/l. Pt 4, initial potassium gave 5.1 mmol/l; same sample repeated gave 3.7 mmol/l. Initial results were reported. Pts not adversely affected. The field service rep determined the mpa centrifuge did not properly spin the pt samples, due to a problem with the centrifuge. This caused improperly spun samples to be sent to the instrument for testing. It was determined a sample rack was stuck in the centrifuge. The rack was removed. Performance tests were performed and were within specifications.